Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Several product samples were returned for evaluation. Visual and functional testing was performed. The samples were received without their original packaging, in used conditions, decontaminated and inside in a plastic bag. The samples were fully priming and connected without difficulty, the pump was set running and no alarms were activated. The reported issue was not confirmed. The root cause of the issue was unable to be determined.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there had been two non-disposable alarms on pca patients within 18 hours and another with a chemotherapy patient. Additional information was received noting that there was an error message on the cadd legacy pca pump ready, "no disposable attached". As a result, patient was without pain medication for several hours until a new cassette was compounded.